Event description:
Additional info from customer: 1. Impact to pt.- delay in receiving medication. 2. No serious injury or adverse event.

Manufacturer narrative:
Investigation results: it was reported that there was a bulge in the tubing. One photo was taken by the customer that verifies the customer complaint. Based on the photo and the customer description this issue is user error. If the infusion set is not loaded correctly, a ballooning in the pumping segment tubing is possible. A device history record review for model: 11426965, lot number: 24055567 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was occluded the following information was received by the initial reporter with the following: it was reported by the customer that pump beeping "occlusion pt. Side", rn attempted to flush IV but got resistance. Rn disconnected tubing and removed it from the pump channel. She saw there was a bulging in the tubing just below the blue plastic hub that sits in the bottom of the pump channel. Also, when manipulating the tubing, there was a small leak at the top of the tubing that sits in the channel at the bottom of the blue plastic part the slides into the pump. Rn was able to flush IV without resistance after disconnecting tubing.